Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed. The product returned for evaluation was one 20g accucath ace device. A gross visual inspection of the returned device found that the coiled tip of the guidewire was broken off. Microscopic inspection of the fracture site found that the surface was granular, indicating that tensile stress had developed at the site. The needle was un-retracted by the investigator for further inspection. Upon un-retracting the needle, the guidewire was found to protrude out of the notch in the needle. This may be indicative of insertion against resistance, but it may have also been caused by the guidewire tip breaking off which would make it easier for the guidewire to slide out through the notch when sliding the guidewire back and forth. Inspection of the needle tip was unremarkable. Based on the available evidence, there were not enough features identified to conclusively determine a root cause. It is likely that tensile stress contributed to the break of the wire. However, it could not be determined how this occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that accucath broke during insertion. Patient impact: delay in workflow. No other information was provided.